Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and verified that the system was unable to emit x-ray. After reviewing the log file, fse found that the image hard disk error. Fse verified image store disk and found it failed. Fse replaced the image disk power supply module. After replacing the image disk power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not emit x-rays. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) replaced the image disk power supply and returned the system to use in good working order.